Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had replace battery now alarm. The customer¿s blood glucose level was unknown. The customer stated that they inserted new battery and it had alarmed replace battery now. Customer did not received a low battery alert prior to the replace battery now alarm. The customer advised the to monitor the pump and call if problems persist. The insulin pump will not be returned for analysis.